Event description:
An eye care professional reported that an unspecified pt experienced discomfort and redness after changing the left contact lens in '08. The pain level increased despite removing lens. Ciloxan, rifamicine and desorgamine were prescribed for treatment of a corneal abscess/ulcer, located para-central cornea, about 2 days later, at an emergency room. A risk of infection to the fellow eye was noted. Solocare aquify lens care solution was in use at the time of event. The lens case was cultured positive for serratia marscens. No pre or post event visual acuity has been provided. Scarring is expected. Request has been made for additional info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.